Event description:
Patient was injected in the glabellar, one week later he was seen; he had a necrosis of the glabellar, the area was black with a ring of yellow around the circumference. Pus had drained from the injection holes.

Manufacturer narrative:
Patient was injected in the glabellar with radiesse dermal filter; he was seen one week later, and his glabellar had a necroses. He was prescribed keflex 500mg po bid. Injection of radiesse dermal filler into the glabellar is an off label use.